Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that a red alarm did not sound at the central station for (B)(4) on (B)(6) 2018 around 08:54. The device was in use on a patient and there was no reported patient incident.